Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing 1166 ventricular sics since last session 173 days ago (6.71 ventricular sic average/day). Sic count appears stable since previous session on (B)(6) 2014 where there was 1324 sics over 196 (6.76 sic average/day). No ventricular oversensing seen on stored episodes. (B)(4).

Event description:
It was reported that an increase in short interval counts (sic) was observed with the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.